Event description:
During an atrial fibrillation procedure, the agilis 13fr sheath was prepared appropriately. When the advisor hd grid catheter was advanced through the agilis 13fr sheath and into the left atrium, transient st elevation occurred. No intervention was required and the procedure was completed with no further issues. There were no alleged performance issues with any devices.